Manufacturer narrative:
Findings: act button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 207 mg/dl. The customer stated that he was getting a battery out limit alarm and was not able to clear. The customer stated that esc button is not working. Customer is in the hospital due to surgery and diabetes related. The customer stated that the device was in a bag with insulin and was not in use. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.